Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 194 mg/dl and lo (less than 10 mg/dl). No qual controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.